Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was rising to beyond the expected upper range, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that at the patient¿s follow-up visit it was found that there had been a lead integrity warning for the right ventricular (rv) lead and then the following day there was a lead impedance warning for the rv lead. During the patient¿s visit arm movements of the patient changed the impedance value. The rv lead had impedance increase and an increase in sic (sensing integrity counter) counts. There was also sporadic artifact sensing often after an atrial sense. A lead fracture was suspected. The implantable cardioverter defibrillator (ICD) detection for the rv lead was turned to off status by the physician¿s request. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.